Manufacturer narrative:
Age at time of event - 18 years of age or older.

Event description:
It was reported that the needle was not isolated. An icerod cx 90 degree needle used to perform a cryoablation procedure was "no longer isolated" during the second freeze cycle and that "the patients skin heated up". Attempts have been made to obtain additional information but no further details have been received at this time.